Event description:
It was reported the patient was having issues with the pump tilting that started one month ago from the date of this report. The patient¿s pump was causing the patient pain. The patient may have surgery to correct this issue. The drug being delivered via the device system was baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10834r17, implanted: (B)(6) 2001, product type: catheter. (B)(4).